Event description:
The patient had an anchorfast guard et tube holder holding et tube in place. This et tube holder had been in place less than 2-3 hours. Et tube needed to be adjusted so respiratory therapist attempted to pull the tab to release the holder on device and plastic piece broke off and fell into the patient's trachea.